Manufacturer narrative:
Per tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer had entered the incorrect transmitter ID into the pump. The correct transmitter ID was entered, and the pump and transmitter regained connection. No additional patient information was available.